Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer did not observed any issue with the pump supplies. Customer changed the infusion set. Occlusion was resolved. Customer's blood glucose was 146 mg/dl.